Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user performed a supply change while still attached to the ilet, inserted a new cartridge, connector, and tubing without rewinding the pump, and inadvertently received approximately 100 units of insulin, after which they disconnected; customer care later guided a successful cartridge and tubing change. Symptoms included hypoglycemia managed with oral carbohydrates and beverages, with blood glucose later verified at 306 mg/dl. Outcomes included recovery without hospitalization and continued monitoring with instructions to call back if needed. Investigation included customer education and troubleshooting regarding correct cartridge replacement and pump setup. Investigation of this case revealed user handling and use error related to cartridge replacement without rewind, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.